Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall. Notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall. Notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.